Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102, profile faults) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that the monitor produced a service code 102 (charge profile fault).